Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing. Technical services (ts) was consulted and upon review of the available information it was observed that the patient had intrinsic rhythm. Reprogramming sensitivity options were provided. Further information was provided, stating that the cause for the oversensing was a suspected lead dislodgement. This right ventricular (rv) lead remains in service; however a lead replacement procedure was scheduled in the near future. No adverse patient effects were reported.